Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not operational in the last 7 years due to lead breakages and the patient's heart has improved. Moreover, this device began beeping and a clinician instructed the patient to contact bsc personnel. As of this time, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.